Manufacturer narrative:
The insulin pump had intermittent button response on the up arrow button due to corroded keypad traces noted. No unexpected button error alarm was noted during. The device passed displacement test and off no power test. The operating currents were within specification. The device had minor scratches on the lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked reservoir tube, and cracked battery tube threads.

Event description:
Customer reported via phone the insulin pump had alarmed button error, it had blank display, and none of the buttons was responding. Customer's blood glucose was 191 mg/dl. The buttons weren't pressed for three minute or longer. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.